Manufacturer narrative:
The device and/or device data logs have not been returned/received to date. If the device and/or device data logs are received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving an unprogrammed bolus from his omnipod system. No impact to the blood glucose levels was reported. The patient reported they consumed additional carbohydrates to account for the additional insulin given. Medical treatment was not required. If additional information becomes available, a supplemental report will be submitted.